Event description:
It was reported a device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the patient's 45 day follow up appointment, a transesophageal echocardiogram (tee) revealed the closure device shifted in the laa. The device is now tucked under the mitral annulus and tucked under the very tip of the limbus. There is now a 2mm leak on the posterior side which was not noted at the time of implant and the device is minimally compressed. The physician is going to rescan the patient in another 45-60 days to see if there is any change.